Manufacturer narrative:
(B)(4).

Event description:
On 3rd firing, the stapler fired, but did not cut entirely through the staple line. Cut about 70% of the way. Surgeon used his next reload to remove all the staples that didnt cut though (saw these staple lines on the stomach that was removed). Procedure went on as usual. No additional time was spent and no blood was .(i.e. An extension of the hospital stay, infection, etc.?) No.